Manufacturer narrative:
On (B)(6) 2019, the product quality complaint group reported that a complaint had been received by the pfizer site without an indication that the device has, or may have, caused or contributed to death or serious injury; however, there was a reasonable suspicion of a reportable MDR complaint. UDI (if appl): (B)(4). Conclusion: based on the complaint narrative, the patient stated she developed cauda equine syndrome after product use during laminectomy (back surgery). The syndrome which damages nerves below the spinal cord may result in symptoms such as back pain, leg pain, numbness and loss of bladder control. Review of complaint description concludes there is no device malfunction. On 06dec2019, the product quality complaints group provided additional information. The product description was gelfoam sterile sponge size 12-7 mm x 12. There was a reasonable suggestion of device malfunction, severity of harm: s4. Failure mode: cauda equina syndrome. Site sample status: not received. Complaint sample evaluation: (parent) sample status: sample availability unknown. Returned product examination: the site did not receive a returned complaint sample, or photographs, for evaluation. Investigation findings: summary of investigation: review of complaint description concludes there is no device malfunction. Root cause analysis/identif:root cause: pfizer site quality operations could not determine a root cause for the reported complaint to be related to the site's production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. Labeling regarding use of the product in laminectomy procedures, and adverse reactions associated with such use was present within the packaging of the product at the time of the reported operati

Event description:
Event verbatim [preferred term] cauda equina syndrome/ cauda equina syndrome worsened [cauda equina syndrome] , . Case narrative:this is a spontaneous report from a contactable attorney. A 71-year-old female patient received treatment with absorbable gelatin (gelfoam, UDI: (B)(4), via an unspecified route of administration, on an unknown date for hemostasis after laminectomy; according to her medical record, 2 packages were laid out on the table during surgery; however, it was unknown how many were used. The patient's medical history included surgery in (B)(6) 2016 for unspecified indication, and the laminectomy. There were no concomitant medications. On (B)(6) 2016, the patient developed cauda equina syndrome/ worsening of cauda equina syndrome. The reporter indicated that she was an attorney working on a case for a client who developed cauda equina syndrome after having gelfoam used for hemostasis after a laminectomy. She stated that there was a warning on the box for that and would like to know when the warning was added. The reporter added that the patient has permanent damage. The action taken with absorbable gelatin in response to the event, if any, was unknown. No test or treatment information was reported. As of (B)(6) 2019, the patient had not recovered from the event. On (B)(6) 2019, the product quality complaint group reported that a complaint had been received by the pfizer site without an indication that the device has, or may have, caused or contributed to death or serious injury; however, there was a reasonable suspicion of a reportable MDR complaint. UDI (if appl): 10300090315082. Conclusion: based on the complaint narrative, the patient stated she developed cauda equine syndrome after product use during laminectomy (back surgery). The syndrome which damages nerves below the spinal cord may result in symptoms such as back pain, leg pain, numbness and loss of bladder control. Review of complaint description concludes there is no device malfunction. On (B)(6) 2019, the product quality complaints group provided additional information. The product description was gelfoam sterile sponge size 12-7 mm x 12. There was a reasonable suggestion of device malfunction, severity of harm: s4. Failure mode: cauda equina syndrome. Site sample status: not received. Complaint sample evaluation: (parent) sample status: sample availability unknown. Returned product examination: the site did not receive a returned complaint sample, or photographs, for evaluation. Investigation findings: summary of investigation: review of complaint description concludes there is no device malfunction. Root cause analysis/identif:root cause: pfizer site quality operations could not determine a root cause for the reported complaint to be related to the site's production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. Labeling regarding use of the product in laminectomy procedures, and adverse reactions associated with such use was present within the packaging of the product at the time of the reported operation. A review of labeling indicates that information regarding use in laminectomy was present as early as dec2014. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was unknown; therefore the details of the reported complaint were forwarded to pfizer safety for evaluation of regulatory reportability. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the site concludes that the quality of the product on the market remains acceptable. Corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of previously completed investigation reports determined to be within scope did not result in identification of previous corrections, or corrective or preventative actions relevant to the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Batch/ process record review: scope of compl. Investigation: scope: all gelfoam sponge and gelfoam powder batches manufactured by pfizer site were considered to be in scope. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable. Reference sample examination: complete - acceptable. An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints with a known for which an evaluation of previous retained reference sample examinations could be reviewed. Batch specific trend review: complete - acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation.medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: product category: absorbable material and delivery system; time period: (B)(6) 2016 - (B)(6) 2019; complaint classification: external cause investigation; investigating site: pfizer site. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Labeling regarding use of the product in laminectomy procedures, and adverse reactions associated with such use was present within the packaging of the product at the time of the reported operation. A review of labeling indicates that information regarding use in laminectomy was present as early as (B)(6) 2014. No product quality issues were observed. As of (B)(6) 2019, rsnbly suggest device malfunc remained as yes. Severity of harm was s4. Failure mode: cauda equina syndrome. Conclusion: based on the complaint narrative, the patient stated she developed cauda equine syndrome after product use during laminectomy (back surgery). The syndrome which damages nerves below the spinal cord may result in symptoms such as back pain, leg pain, numbness and loss of bladder control. Review of complaint description concludes there is no device malfunction. The field for device malfunction in citi is required to conditionally populate the severity ranking. Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation and severity were unknown; therefore, the complaint is indicative of a potentially reportable device complaint. The details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability. Additionally, details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. No immediate containment action is required. An investigation will be performed. Further correspondence with pfizer safety determined the severity of the reported complaint to be present in the ha (hazard h10-11), and the worst case severity was confirmed to be s4. Root cause: pfizer (name) quality operations could not determine a root cause for the reported complaint to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. Labeling regarding use of the product in laminectomy procedures, and adverse reactions associated with such use was present within the packaging of the product at the time of the reported operation. A review of labeling indicates that information regarding use in laminectomy was present as early as december of 2014. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (name) site. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was unknown; therefore the details of the reported complaint were forwarded to pfizer safety for evaluation of regulatory reportability. Further correspondence with pfizer safety determined the severity of the reported complaint to be present in the ha (hazard h10-11), and the worst case severity was confirmed to be s4. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. Corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of previously completed investigation reports determined to be within scope did not result in identification of previous corrections, or corrective or preventative actions relevant to the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Labeling regarding use of the product in laminectomy procedures, and adverse reactions associated with such use was present within the packaging of the product at the time of the reported operation. A review of labeling indicates that information regarding use in laminectomy was present as early as december of 2014. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer (name) is not required. Note: this investigation, initially approved on (B)(6) 2019, was amended upon additional correspondence with pfizer safety. The addition of this information did not change the initial assessment of the complaint, and the need for escalation to safety. There is no impact to quality with regards to this complaint investigation. Scope: all gelfoam sponge and gelfoam powder batches manufactured by pfizer kalamazoo were considered to be in scope. A query of the complaints database for the reported product, class, and sub-class captured a total of three (3) data points. Use of an expanded timeframe to attempt to capture the required 5 data points for the reported product, class, and sub-class would not produce additional complaints, as use of the reported sub-class began within the current year. Of the three complaint investigations, there were none with a known batch number. Deviations: a review of deviations, laboratory investigation reports (lir), and change management records could not be performed for the reported complaint, as the batch is unknown. Manufacturing and packaging records: complete - acceptable. A review of manufacturing and packaging records could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, a review of batch records from the previously investigated complaints determined to be in scope could not be performed, as there were no complaints with a known batch. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Batch disposition history: a review of disposition history could not be performed for the complaint, as the complaint is for an unknown batch. Reference sample examination: complete - acceptable. An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints with a known for which an evaluation of previous retained reference sample examinations could be reviewed. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us safety as a repeated occurrence. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: product category: absorbable material and delivery system; time period: 07oct2016 to 22oct2019; complaint classification: external cause investigation; investigating site: pfizer kdp. Use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month (april 2019) that included a higher than normal number of complaints; however, the complaints were received by pfizer kalamazoo as a result of a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event/serious/unknown', and there were three months (march, august, and october 2019) that included a higher than normal number of complaints; however, this is due to the receipt of a single complaint during each month. No trend was observed that would require further investigations medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Site sample status: not received. Return sample evaluation: returned product examination: pgs (name) did not receive a returned complaint sample, or photographs, for evaluation. Additional information has been requested and will be provided as it becomes available. Follow-up (23oct2019): new information received from product quality complaints includes: investigation result. Follow-up (06dec2019): new information received from product quality complaints includes: additional investigation results/summaries. Follow-up (19dec2019): new information received from product quality complaint included: investigational results. Company clinical evaluation comment: the reported cauda equina syndrome was most likely due to laminectomy, the operation itself. Considering temporal relationship, a contribution role of gelfoam used for hemostasis after a laminectomy cannot be completely excluded. There was a reasonable suggestion of device malfunction, severity of harm: s4. Failure mode: cauda equina syndrome noted. This case will be reassessed should additional information become available., comment: the reported cauda equina syndrome was most likely due to laminectomy, the operation itself. Considering temporal relationship, a contribution role of gelfoam used for hemostasis after a laminectomy cannot be completely excluded. There was a reasonable suggestion of device malfunction, severity of harm: s4. Failure mode: cauda equina syndrome noted. This case will be reassessed should additional information become available.

Manufacturer narrative:
On 23oct2019, the product quality complaint group reported that a complaint had been received by the pfizer site without an indication that the device has, or may have, caused or contributed to death or serious injury; however, there was a reasonable suspicion of a reportable MDR complaint. UDI (if appl): (B)(4). Conclusion: based on the complaint narrative, the patient stated she developed cauda equine syndrome after product use during laminectomy (back surgery). The syndrome which damages nerves below the spinal cord may result in symptoms such as back pain, leg pain, numbness and loss of bladder control. Review of complaint description concludes there is no device malfunction. On 06dec2019, the product quality complaints group provided additional information. The product description was gelfoam sterile sponge size 12-7 mm x 12. There was a reasonable suggestion of device malfunction, severity of harm: s4. Failure mode: cauda equina syndrome. Site sample status: not received. Complaint sample evaluation: (parent) sample status: sample availability unknown. Returned product examination: the site did not receive a returned complaint sample, or photographs, for evaluation. Investigation findings: summary of investigation: review of complaint description concludes there is no device malfunction. Root cause analysis/identif:root cause: pfizer site quality operations could not determine a root cause for the reported complaint to be related to the site's production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. Labeling regarding use of the product in laminectomy procedures, and adverse reactions associated with such use was present within the packaging of the product at the time of the reported operati...

Event description:
Event verbatim [preferred term] cauda equina syndrome/ cauda equina syndrome worsened [cauda equina syndrome]. Case narrative:this is a spontaneous report from a contactable attorney. A 71-year-old female patient received treatment with absorbable gelatin (gelfoam), via an unspecified route of administration, on an unknown date for hemostasis after laminectomy; according to her medical record, 2 packages were laid out on the table during surgery; however, it was unknown how many were used. The patient's medical history included surgery in (B)(6) 2016 for unspecified indication, and the laminectomy. There were no concomitant medications. On (B)(6) 2016, the patient developed cauda equina syndrome/ worsening of cauda equina syndrome. The reporter indicated that she was an attorney working on a case for a client who developed cauda equina syndrome after having gelfoam used for hemostasis after a laminectomy. She stated that there was a warning on the box for that and would like to know when the warning was added. The reporter added that the patient has permanent damage. The action taken with absorbable gelatin in response to the event, if any, was unknown. No test or treatment information was reported. As of (B)(6) 2019, the patient had not recovered from the event. On 23oct2019, the product quality complaint group reported that a complaint had been received by the pfizer site without an indication that the device has, or may have, caused or contributed to death or serious injury; however, there was a reasonable suspicion of a reportable MDR complaint. UDI (if appl): (B)(4). Conclusion: based on the complaint narrative, the patient stated she developed cauda equine syndrome after product use during laminectomy (back surgery). The syndrome which damages nerves below the spinal cord may result in symptoms such as back pain, leg pain, numbness and loss of bladder control. Review of complaint description concludes there is no device malfunction. On 06dec2019, the product quality complaints group provided additional information. The product description was gelfoam sterile sponge size 12-7 mm x 12. There was a reasonable suggestion of device malfunction, severity of harm: s4. Failure mode: cauda equina syndrome. Site sample status: not received. Complaint sample evaluation: (parent) sample status: sample availability unknown. Returned product examination: the site did not receive a returned complaint sample, or photographs, for evaluation. Investigation findings: summary of investigation: review of complaint description concludes there is no device malfunction. Root cause analysis/identif:root cause: pfizer site quality operations could not determine a root cause for the reported complaint to be related to the site's production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. Labeling regarding use of the product in laminectomy procedures, and adverse reactions associated with such use was present within the packaging of the product at the time of the reported operation. A review of labeling indicates that information regarding use in laminectomy was present as early as (B)(6) 2014. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was unknown; therefore the details of the reported complaint were forwarded to pfizer safety for evaluation of regulatory reportability. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the site concludes that the quality of the product on the market remains acceptable. Corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of previously completed investigation reports determined to be within scope did not result in identification of previous corrections, or corrective or preventative actions relevant to the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Batch/ process record review: scope of compl. Investigation: scope: all gelfoam sponge and gelfoam powder batches manufactured by pfizer site were considered to be in scope. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable. Reference sample examination: complete - acceptable. An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints with a known for which an evaluation of previous retained reference sample examinations could be reviewed. Batch specific trend review: complete - acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: product category: absorbable material and delivery system; time period: 07oct2016 - 22oct2019; complaint classification: external cause investigation; investigating site: pfizer site. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Labeling regarding use of the product in laminectomy procedures, and adverse reactions associated with such use was present within the packaging of the product at the time of the reported operation. A review of labeling indicates that information regarding use in laminectomy was present as early as (B)(6) 2014. No product quality issues were observed. Additional information has been requested and will be provided as it becomes available. Follow-up (23oct2019): new information received from product quality complaints includes: investigation result. Follow-up (06dec2019): new information received from product quality complaints includes: additional investigation results/summaries. Company clinical evaluation comment: the reported cauda equina syndrome was most likely due to laminectomy, the operation itself. Considering temporal relationship, a contribution role of gelfoam used for hemostasis after a laminectomy cannot be completely excluded. There was a reasonable suggestion of device malfunction, severity of harm: s4. Failure mode: cauda equina syndrome noted. This case will be reassessed should additional information become available., comment: the reported cauda equina syndrome was most likely due to laminectomy, the operation itself. Considering temporal relationship, a contribution role of gelfoam used for hemostasis after a laminectomy cannot be completely excluded. There was a reasonable suggestion of device malfunction, severity of harm: s4. Failure mode: cauda equina syndrome noted. This case will be reassessed should additional information become available.

Event description:
Event verbatim [preferred term] cauda equina syndrome/ cauda equina syndrome worsened [cauda equina syndrome]. Case narrative:this is a spontaneous report from a contactable attorney. A 71-year-old female patient received treatment with absorbable gelatin (gelfoam), via an unspecified route of administration, on an unknown date for hemostasis after laminectomy; according to her medical record, 2 packages were laid out on the table during surgery; however, it was unknown how many were used. The patient's medical history included surgery in (B)(6) 2016 for unspecified indication. There were no concomitant medications taken. On (B)(6) 2016, the patient developed cauda equina syndrome/ worsening of cauda equina syndrome. The reporter indicated that she was an attorney working on a case for a client who developed cauda equina syndrome after having gelfoam used for hemostasis after a laminectomy. She stated that there was a warning on the box for that and would like to know when the warning was added. The reporter added that the patient has permanent damage. The action taken with absorbable gelatin in response to the event, if any, was unknown. No test or treatment information was reported. As of (B)(6) 2019, the patient had not recovered from the event. As of (B)(6) 2019, a complaint has been received by pfizer (name) without an indication that the device has, or may have, caused or contributed to death or serious injury; however, there is reasonable suspicion of a reportable MDR complaint, and the severity of the complaint is unknown (determinations made (B)(6) 2019). UDI (if appl): (B)(4). Sample availability was unknown, site has not received sample. Conclusion: based on the complaint narrative, the patient stated she developed cauda equine syndrome after product use during laminectomy (back surgery). The syndrome which damages nerves below the spinal cord may result in symptoms such as back pain, leg pain, numbness and loss of bladder control. Review of complaint description concludes there is no device malfunction. Follow-up ((B)(6) 2019): new information received from product quality complaints includes: investigation result. Company clinical evaluation comment: the reported cauda equina syndrome was most likely due to laminectomy, the operation itself. Considering temporal relationship, a contribution role of gelfoam used for hemostasis after a laminectomy can not be completely excluded. Product investigation review of complaint description concludes there is no device malfunction., comment: the reported cauda equina syndrome was most likely due to laminectomy, the operation itself. Considering temporal relationship, a contribution role of gelfoam used for hemostasis after a laminectomy can not be completely excluded. This case will be reassessed should additional information become available. Product investigation review of complaint description concludes there is no device malfunction.

Manufacturer narrative:
As of (B)(6) 2019, a complaint has been received by pfizer (name) without an indication that the device has, or may have, caused or contributed to death or serious injury; however, there is reasonable suspicion of a reportable MDR complaint, and the severity of the complaint is unknown (determinations made (B)(6) 2019). UDI (if appl): (B)(4). Conclusion: based on the complaint narrative, the patient stated she developed cauda equine syndrome after product use during laminectomy (back surgery). The syndrome which damages nerves below the spinal cord may result in symptoms such as back pain, leg pain, numbness and loss of bladder control. Review of complaint description concludes there is no device malfunction.

Event description:
Event verbatim [preferred term] cauda equina syndrome/ cauda equina syndrome worsened [cauda equina syndrome] . Case narrative:this is a spontaneous report from a contactable attorney. A (B)(6) female patient received treatment with absorbable gelatin (gelfoam), via an unspecified route of administration, on an unknown date for hemostasis after laminectomy; according to her medical record, 2 packages were laid out on the table during surgery; however, it was unknown how many were used. The patient's medical history included surgery in (B)(6) 2016 for unspecified indication. There were no concomitant medications taken. On (B)(6) 2016, the patient developed cauda equina syndrome/ worsening of cauda equina syndrome. The reporter indicated that she was an attorney working on a case for a client who developed cauda equina syndrome after having gelfoam used for hemostasis after a laminectomy. She stated that there was a warning on the box for that and would like to know when the warning was added. The reporter added that the patient has permanent damage. The action taken with absorbable gelatin in response to the event, if any, was unknown. No test or treatment information was reported. As of (B)(6) 2019, the patient had not recovered from the event. Company clinical evaluation comment: the reported cauda equina syndrome was most likely due to laminectomy, the operation itself. Considering temporal relationship, a contribution role of gelfoam used for hemostasis after a laminectomy can not be completely excluded. This case will be reassessed should additional information become available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: the reported cauda equina syndrome was most likely due to laminectomy, the operation itself. Considering temporal relationship, a contribution role of gelfoam used for hemostasis after a laminectomy can not be completely excluded. This case will be reassessed should additional information become available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.